Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.5x20mm promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon. The dislodged stent was snared out using three wires. The procedure was completed with a 2.25x20mm stent. No patient complication were reported and patient's status was fine.